Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. There was no issue with deployment of the device. There was no reported patient injury. The procedure was an interventional radiology procedure for a gastrointestinal bleed. A 5f non cordis sheath was used. The puncture site and stick location was the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's inr was not elevated. The reported ¿sealant- failure to achieve hemostasis¿ was not confirmed due to the nature of the event reported. Without the return of the device and/or procedural images, the exact cause of the issue experienced by the customer could not be determined and it is difficult to determine what factors may have contributed to the failure to achieve hemostasis event reported. However, patient factors, pharmacological factors and/or handling factors of the device are possible. It is possible that diseases and/or acute conditions that affect the biliary system can lead to issues with coagulation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. The information available does not suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. There was no issue with deployment of the device. There was no reported patient injury. The procedure was an interventional radiology procedure for a gastrointestinal bleed. A 5f non cordis sheath was used. The puncture site and stick location was the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's inr was not elevated. The device will not be returned for evaluation.